Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the right lead had not migrated during the course. Muscle tension intensified in the left half of the body after stimulation intensity was increased within the normal stimulation adjustment range so the intensity could not be increased. It was not considered an adverse event.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3389-28, product type: lead. Product ID: 3389-28, product type: lead. Product ID: 7482-51, product type: extension. Product ID: 7482-66, product type: extension.

Event description:
A healthcare professional from a clinical study reported the lead position inside the right part of the skull was improper as of (B)(6) 2015. During the postoperative course the right lead had not moved. A computerized tomography (CT) scan of the head after the procedure had shown the right lead was slightly out of position from the targeted position. Stimulation was started because therapeutic effect was expected at that moment. Stimulation was adjusted afterwards. It was increased within the range of normal stimulation adjustment. The muscle tone of the left side of the body became worse so that stimulation could not be increased, when stimulation was increased the muscle tone of the left side of the body spread. When the stimulation was intensified there was muscle tension in the right half of the body which intensified. The right lead was replaced due to the improper position. There was no health hazard. The patient had required hospitalization or had to stay longer for treatment. The outcome was recovered. This was not related to the neurostimulator and was related to the lead. Concomitant therapy included tricloryl syrup, zolpidem tartrate od and botox. It was unclear which side of the body (left or right) was having the issue with muscle tension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.